Event description:
The customer reported that the insulin pump alarmed and the device was stored without a battery. The caller stated that some of the buttons were not responding. Troubleshooting was performed, and found that the customer pressed the buttons too hard to get any response. Then the caller mentioned that the activate button was not responding during the easy bolus. Attempted to prime and the device alarmed; insulin squirted out and noticed that the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.